Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will be only against the kit. The customer complaint investigation was performed based on the customer description and the service performed. The service technician replaced the centrifuge leak detector strip and readjusted the zero-point of the centrifuge. A device history record (DHR) review did not result in any related non-conformance's. This kit lot passed all lot release testing. A review of kit lot: p117 shows no trends. Trends were reviewed for the complaint category centrifuge bowl leak/break, and no trends were detected for this complaint category. The complaint kit was not available for evaluation. The root cause of the centrifuge bowl leak/break could not be determined. No further action is required at this time; this investigation is now complete. (B)(4). (B)(6) on (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a centrifuge bowl break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. Approximately 100 ml of whole blood had been processed. The customer reported that the bowl had been installed properly without issues and that no other alarms had occurred. The treatment was aborted and started again with another device. The patient was reported to be stable. There was no report of patient harm associated with this event. No product was returned for evaluation.